Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged from the target vessel. The lead was removed and an attempt to implant a his lead was made. It was noted that the his lead attempted failed because the low thresholds could not be found due to the patient anatomy. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.